Event description:
The pt is reportedly experienced loss of sound followed by loss of lock. External equipment was exchanged; however, this did not resolve the issue. Revision surgery has been scheduled.